Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to emergency department with increased light headedness and dizziness. Device interrogation revealed intermittent capture of the right ventricular (rv) lead. A temporary pacer was placed and the next day, the rv lead was explanted and a new rv lead was placed. No further patient complications have been reported as a result of this event.